Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) received a complaint indicating that the device was not powering on. As per the source information, quote expired. The quote was made to obtain the device evaluation, repair, and operational status but there is no approval from the customer. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was not powering on. No harm was reported to philips. Philips has started an investigation of this complaint.